Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
Uf/importer report # 1060818-2026-60183-00 is an importer emdr report. Therefore, sections g and h were populated in error. Only section f of the report is required. This supplement emdr report is a correction report for uf/importer report # 1060818-2026-60183-00 to be an importer emdr report only.

Event description:
Implant failed to osseointegrate.